Event description:
Patient reported right breast has started changing by hanging a bit more than the left... Bit bigger than the left" and "funny dents/ripples" . Healthcare professional additionally confirm double capsule and capsular contracture - baker grade IV. This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and double capsule.

Event description:
Device remains implanted.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii. Right side device rupture. And ¿non-specific granulating inflammation, detection of foreign material and macrophage reaction" diagnosed by histopathology.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "rupture and "free fluid".

Event description:
Patient reported via medinfo that they "had a breast augmentation" and stated "right breast has started changing by hanging a bit more than the left. Patient stated that the right breast has always been a bit bigger than the left, but over the years after the implant surgery it started changing more and became more noticeable that it was different. Patient said it also has funny dents/ripples as well. Healthcare professional reported "rupture and free fluid implant on the right" was detected. Medical notes also confirm ¿double capsule¿. Healthcare professional later reported capsular contracture baker grade iii, right side device rupture and ¿non-specific granulating inflammation, detection of foreign material and macrophage reaction" diagnosed by histopathology. The device has been explanted and replaced with another manufacturer device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Deformation: observed deformation device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.